Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the biopsy cap was stuck in the ercp scope. There is no water soluble lubricant was applied to the top of the biopsy cap prior to use. The sponge was not removed and the scope was sent for repair. The procedure was completed with another scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.